Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had power error detected alarm that was occur every day. The customer¿s blood glucose level was 12.2 mmol/l. Customer reports they were able to clear the alarm. The insulin pump will be returned for analysis.